Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The patient reports a return of symptom, loss of stimulation sensation and poor communication with pp (patient programmer). Patient had experienced a loss or change of therapy. The patient does not feel stimulation and stimulation was off. The situation was not resolved and unknown as patient had poor communication. Symptoms reported were return of symptom, loss of stimulation sensation, and poor communication. The was consider a sudden change in therapy/symptoms. Event date for return of symptom and loss of stimulation was (B)(6) 2015 and poor communication was on (B)(6) 2015. Patient reported medical history as 3 heart attacks: 1991, 2014 and (B)(6) 2015. Cardioversion was not used. Only stent graphs placed. Patient lost 32 pounds rapidly over a period of time, a pound a day. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Additional information was being requested from the hcp regarding loss of stimulation and return in symptoms. The cause and patient out come. Follow up will be submitted if additional information is received.